Event description:
Customer contacted saalt on (B)(6) 2023 to explain that they claimed the suction of their saalt cup pulled their cervix so low their iud strings are now lost. They claim they have had to seek medical care to find out if their iud is now dislodged somewhere in their uterus. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Saalt documented the available information in the case file and closed the case. No further investigation required. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.